Manufacturer narrative:
The end user expected the initial potassium results to be equivalent to those from the external laboratory. Troubleshooting was declined. The patient was not treated based on the piccolo analyzer results. During follow-up, the customer indicated they believed the issue was isolated and that no further issues occurred. The end user reported that the piccolo is functioning as intended with no additional concerns and declined to return the analyzer for further investigation. The end user did not disclose whether a root cause was identified. Review of the batch record for lot 6022ac3 identified one (1) unacceptable potassium reading during manufacturing, representing a (B)(4) failure rate with a 3% limit. The lot met all release criteria and had no deviations. A review of complaint data showed that one (1) rotor from this lot was reported (from this clinic) for low potassium, out of (B)(4) rotors shipped, for a complaint rate of (B)(4). No trend of low potassium results has been observed over the 12 months ending may 27, 2026, and there has been no reported patient impact contributing to injury or hospitalization. No further action is required at this time.

Event description:
Error codes: chem k+ / k+ problem or question. A health care professional reported an unexpectedly low potassium (k+) result using the piccolo xpress analyzer and piccolo xpress analyzer and comprehensive metabolic panel (cmp) lot# 6022ac3.